Event description:
Info obtained by lfs egypt. Entry by lfs milpitas from soft copy. Hard copy on file. The customer complains that smartscan (fasttake) gives readings that are much higher than lab results customer has gestational diabetes. Meter obtained in 3/2002. At 8 pm on a certain date customer took meter to the lab. Lab result was 139 mg/dl & meter result was 186 mg/dl within 10 minutes. Insulin two hours earlier. Difference 34%. At 10 am the following day customer again compared within 10 min. And 2 hours after insulin. Lab 162 mg/dl & meter 205 mg/dl. Difference of 27%. The notes state that the sample source on the strips was venous blood. A venous sample on the strips will result in inaccurate high readings as documented in the strip literature. On this same day meter was 67 mg/dl, & on repeating the test at 6:08 pm it was 132 mg/dl. The time diff was 7 minutes and variation was 58 mg/dl. Meter in range with control solution using fasttake window strips (164) 125-184 mg/dl.